Event description:
Central line was being inserted. After removing guidewire it was noted to be split in two ends and the end had unraveled. The wire was intact although unraveled and removed. The patient was not injured.